Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was in the emergency room (ER) due to muscle stimulation on the left ventricular (lv) channel due to lead safety switch (lss). The physician reviewed and stated that the impedance measurements were high out of range, measuring greater than 2000 ohms and opted to turn off the lss. There was signal artifact monitor (sam) episode in past which had disabled respiratory rate trend (rrt) due to false positive atrial fibrillation (af). Technical services (ts) recommended to turn on the rrt. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was in the emergency room (ER) due to muscle stimulation on the left ventricular (lv) channel due to lead safety switch (lss). The physician reviewed and stated that the impedance measurements were high out of range, measuring greater than 2000 ohms and opted to turn off the lss. There was signal artifact monitor (sam) episode in past which had disabled respiratory rate trend (rrt) due to false positive atrial fibrillation (af). Technical services (ts) recommended to turn on the rrt. This device remains in service. No adverse patient effects were reported.